Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) could not connect to the programmer. The leadless ipg was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The hybrid was cracked. Hybrid analysis confirmed the no telemetry complaint. The no telemetry condition was due to a crack in the hybrid printed wiring board resulting in fractures in the antenna traces. The cause of the crack is unknown. If information is provided in the future, a supplemental report will be issued.